Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02775 for the other associated device information. It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure. Per the complainant, two clips were utilized. After deploying two clips, the physician noticed small sharp fragments in the patient's stomach. The fragments were suctioned up by the scope, removing them from the stomach. The physician had concern that if the fragments were left in the stomach, they would cause another bleed in the patient. It was noted that the clips functioned properly, clipping the intended area. It was not known for certain where the metal fragments came from. There has been no report of complications to the patient related to this event. Post procedure the patient's status is reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.